Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood stopped flowing into the tube and sleeve leakage began, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Samples were not received by quality for investigation despite a tracking number being provided, and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be re-opened. Therefore, 30 retained samples were subjected to functional tests to assess for holes in the tubing, leakage, and insufficient blood flow. All samples passed the testing, exhibiting no evidence of device damage, points of leakage, or insufficient blood flow. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes leakage and insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood stopped flowing into the tube and sleeve leakage began, requiring recollection. No adverse impact was reported regarding the patient or user.